Event description:
Information received from the field notes that the patient experienced syncopal spells. The pulse generator was programmed to the maximum output of 7.5 v, 1.5 ms and loss of capture was recorded on hospital telemetry. Thresholds later tested at 1.0 v, 0.6 ms. The patient was symptomatic with unipolar pacing. Therefore, the lead was repositioned.